Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for high rate non-sustained episodes and high sensing integrity counter (sic). In addition, intermittent oversensing and undersensing was noted on the stored electrograms. The rv lead remains in use. No patient complications have been reported as a result of this event.